Manufacturer narrative:
The returned device was evaluated and no damages were found in the received pod that would contribute to over delivery of insulin. Pod download data showed 0x68 (104) hazard alarm generated, indicating occlusion during runtime (one or more pulses filtered in the last 15). No damages were found in the fluid path and drive mechanism components that would contribute to the hazard alarm generation. Generation of hazard alarm stopped the delivery of insulin. The actual cause of the hazard alarm generation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been treated for with hypoglycemia. The patient's blood glucose level decreased to 47 mg/dl while wearing the pod between 4 and 24 hours. Once the emergency medical technician's (emt) had arrived the patient was given food. The patient did not go to the hospital.